Event description:
It was reported, the patient had a miniarc precise single incision sling system implanted on (B)(6) 2013. Postoperatively, the patient experienced "pelvic haematoma" and "abdominal pain, hypota, fever." The patient received a blood transfusion of 3 units of blood on (B)(6) 2013. It was reported that the event was serious and ongoing as of (B)(6) 2013. Add'l info received on (B)(6) 2013 indicated, the patient had a prolonged hospital stay but was discharged and is progressing favorably. The physician determined that the event was associated with the procedure and not the device.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.